Event description:
User facility reported that when device was removed from the pt's epidural space, the removed catheter appeared to be incomplete. An x-ray was performed in an attempt to find a remnant portion of catheter in the pt, but no fragment was located. No pt injury or permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.